Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60d reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a ple60a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No damage on cartridge was noted during functional testing. The short cut or absent cut event could not be confirmed as no device was returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? What type of damage was observed on the cartridge? What was the product code and lot/batch number for the stapler used with the ecr60d cartridge (ex, ec60, long60a, pse60a, etc)? What color cartridge was being used?

Event description:
It was reported that during an unknown procedure, during its use the cutter doesn't advance. Another like device was used to complete the procedure. There were no adverse consequences for the patient.